Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the md was unable to pass the wire through the catheter. There was no harm to the patient". Additional information received states that there was no patient consequences, no medical intervention required, the current status of the patient is "unknown".

Event description:
It was reported that "the md was unable to pass the wire through the catheter. There was no harm to the patient". Additional information received states that there was no patient consequences, no medical intervention required, the current status of the patient is "unknown".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "unable to pass the wire through the catheter" was not confirmed upon investigation of the returned sample. The customer returned a 6fr. Wedge 110cm catheter with the original packaging lidstock (inp-4) for investigation. The sample was returned in a cardboard box and was in a bio-hazard bag (inp-1, inp-2). Upon return, the supplied control stroke syringe was noted connected to the inflation lumen stopcock; no damage or abnormalities were noted to the returned control stroke syringe (inp-5). The inflation lumen stopcock was in the open position (inp-5, inp-6). The recommended volume capacity of the balloon is 1.0cc (inp-6). Upon microscopic inspection, the balloon appeared typical; no visual damage or abnormalities were noted to the balloon (inp-9). Upon inspection, no damage or obvious blockage was noted at the tip of the catheter (inp-8). Upon microscopic inspection, no blockage or abnormalities were noted to the distal opening of the injection lumen (inp-10). No visual damage or abnormalities were noted to the returned sample. No condensation was noted within the inflation lumen extension line. Dried blood was noted on the exterior surfaces of the catheter; dried/liquid blood was noted within the injection lumen extension line (inp-7). The inflation lumen was injected with 1.0cc of air using the returned control stroke syringe. The balloon inflated symmetrically (anp-1, anp-2). One side of the balloon measured approximately 4mm and the other side measured approximately 4mm. The balloon did meet specifications per graphic of radius ratio less than or equal to 1.5. Also, the balloon inflated symmetrically (anp-1, anp-2) and it deflated in less than 3 seconds when the syringe was removed per specification. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The injection lumen was aspirated and flushed. Dried blood was noted. A lab inventory 0.025in guidewire was back loaded through the distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen. Some blood was noted. The guidewire was front loaded through the injection extension line. No resistance was noted; the guidewire was able to advance through the injection lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release. The returned device passed visual and functional test specifications. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.